Event description:
A report was received that the patient was explanted. No further information as provided.

Event description:
A report was received that the patient was explanted. No further information as provided.

Manufacturer narrative:
Additional information was received that no further information will be provided as the patient was explanted by an unknown physician. A review of the manufacturing documentation of the ipg, leads, and clik anchors found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2352-50 serial#:(B)(4) model description: linear 3-4 lead 50cm model#:sc-4316 lot#:14312623 model description:clik anchor (set of 2).